Event description:
The patient came in reporting pain and the cause of the pain is unknown. About 20 days after the primary surgery, the surgeon revised the stem and head and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25 august 2022: lot 2119453: (B)(4) items manufactured and released on 30-mar-2022. Expiration date: 2027-mar-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved. Batch review performed on 25 august 2022: stem: sms solid 01.36.056 sms solid stem v2 std size 1 (k201673) lot 2013868: (B)(4) items manufactured and released on 09-apr-2021. Expiration date: 2026-mar-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.